Event description:
(B)(6) 2024 (B)(6) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had three events ranging from burning and shocking, between mar & june. Patient was awakened by an extreme stabbing, burning and electrocuting pain lasting over ten mins. The rep was told what the patient was experi encing and said, "she'd check with other reps for an explanation."

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.